Event description:
Instruments did not work as they should in or on fri (B)(6) 2015. The surgeon was however able to perform the final tightening with one of the mmsi screwdrivers. Both look worn out.

Manufacturer narrative:
Device returned for evaluation. Two (2) mmsi final tightener ¿ x25 drivers [product code: 2797-12-600, lot no: gm3684601 and gm3771404] were returned to the complaints handling unit (chu) for evaluation. Visual examination indicated that approximately 1mm of the hexlobes of the driver distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use. A trend analysis was conducted. No emerging trends were found requiring further actions. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the x25 final tighteners becoming stripped cannot be positively determined. However, the observed damage is localized to the tips of the driver feature suggesting that a possible root cause may likely be that the drivers were not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.